Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction photoactivation module leak. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot n206 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot n206 shows no trends. Trends were reviewed for complaint category, photoactivation module leak. No trends were detected for this complaint category. At the time of this report, the analysis of the returned kit and photographs is still in process. A final report will be filed when the analysis is complete. (B)(4). (B)(6)2024.

Event description:
The customer contacted mallinckrodt to report they experienced a photoactivation module leak with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak in the photoactivation plate and there was fluid on the bottom of the photoactivation chamber during the treatment. The ecp treatment was aborted and no residual blood within the kit was returned to the patient. The customer reported the patient was in stable condition. The customer will return the kit and photographs for investigation.

Manufacturer narrative:
Photographs, the kit and smart card were provided by the customer for evaluation. Smart card data confirmed the occurrence of an alarm #8: blood leak? (Photoactivation chamber) alarm during the treatment. Review of the customer provided photographs, and the returned kit module verify the reported photoactivation module leak, as a crack is seen in the photoactivation module, and a blood leak is visible. The reported alarm #8: blood leak (photoactivation chamber) alarm was most likely due to the fluid leak. An alarm #8: blood leak? (Photoactivation chamber) alarm occurs when fluid has been detected in the photoactivation chamber. The device history record (DHR) review did not result in any related non-conformance's. This lot passed all lot release testing. A material trace of the illumination plates used to build lot: n206 did not find any related non-conformance's. The cause of the reported alarm #8: blood leak? (Photoactivation chamber) alarm was most likely due to the leak in the photoactivation chamber. The root cause of the photoactivation module leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). (B)(6). On (B)(6) 2025.